Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had impedance readings greater than 4000 ohms on some of the bipolar pairs. The patient also experienced heart palpitations when the stimulation was on. It was reported that at lower frequencies, the heart palpitations do not recur as quickly. The patient's device was re-programmed and seemed to be working well.